Event description:
The customer reported that the power cable was causing the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The lemo connector was identified as being faulty. No conclusion can be drawn as further repair information is unavailable at this time.